Event description:
It is reported that the patient complained of endophthalmitis. The customer reported that the patient had since developed atrophy bulbi, which reportedly cannot be cured. The physician stated that the patient had experienced trauma which resulted in the reported inflammation/endophthalmitis, which could potentially be attributed to dust, sand, and other external contamination sources. The reported trauma resulted in a cataract. The cataract procedure was performed in 2009 whereby an intraocular lens (iol) was implanted. The lens was explanted in 2010 along with enucleation (removal of the eyeball). It was stated that the inflammation caused the eyeball to shrink resulting in enucleation. The enucleation was attributed to the infection and not attributed to the iol. There was no evidence to suggest that the event was linked to the intraocular lens (iol); however, could not be ruled out. It was stated that the physician has confidence in the abbott medical optics (amo) brand/product.

Manufacturer narrative:
(B)(6). Completed by the manufacturer. (B)(4). Sterilization records: the sterilization record for this lot was reviewed and no deviation was found during the sterilization cycle. The manufacturer record review documentation showed that the production order was manufactured according to specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.